Event description:
Bilateral hypoplastic breast and dermatofibroma left thigh procedure: bilateral breast augmentation and excision of dermatofibroma left thigh. Pad site: right thigh, secured bovie pad connected to bovie machine. Settings at 20. Initial contact to pt bovie needle burned pt approx 15mm in size. Affected tissue excised. Physician informed pt & pt's family. Bovie needle removed from field immediately and secured.